Event description:
A peritoneal dialysis (pd) patient contact called fresenius customer service to report the patient was hospitalized due to a heart issue and a fungal infection was found on their port. It was reported while hospitalized the nurse requested the patient transition to in center therapy. Upon follow up, the pdrn stated the patient initially contacted the clinic (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to take 2g intraperitoneal (ip) vancomycin. On (B)(6) 2022 the patient was seen in the clinic for a vancomycin trough draw. The pd effluent was clear. At that time the patient reported continued abdominal pain and additionally reported chest pain. The patient was referred to the emergency room from the clinic. The patient was found to have had an unspecified cardiac event and was admitted to the hospital on (B)(6) 2022. A pd effluent culture was also obtained, and the patient was diagnosed with peritonitis. The pdrn could not find any culture results or antibiotic therapy listed for the hospitalization. The patient¿s pd catheter was removed during their hospitalization. The patient was transitioned to in-center hemodialysis (hd). The patient was discharged from the hospital on an unknown date. It is unknown whether the patient can return to pd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided due to the patient being discharged from the clinic.